Event description:
This complaint is from a literature source. The following literature cite has been reviewed: zhang x, feng x, ouyang l, shu s, zhuang l, gui w, zhang s, yao z, wang g, liao h, hu j. Treatment of femoral neck fractures in adults with improved biplane double-supported screw fixation and femoral neck system: complications and surgical techniques. Orthop surg. 2025 apr;17(4):1057-1066. Doi: 10.1111/os.14353. Epub 2025 jan 22. Pmid: 39844514; pmcid: pmc11962281. Objective/methods/study data: the aim of this retrospective case¿control study was to report the clinical complications of femoral neck system (fns) and biplane double-supported screw fixation (bdsf) treatments for femoral neck fractures at the authors' institution and provide directions for selecting cost-effective internal fixation methods. Between april 2019 to april 2022, a total of 148 patients who were treated with either biplane double-supported screw fixation (bdsf) or femoral neck system (fns) were included in the study. Bdsf group consist of 96 patients (42 male and 54 female; mean age of 47.2±19.6 years) while fns group consists of 52 patients (26 male and 26 female; mean age of 49.5±11.7 years). The patients were followed up for 24¿48months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes fns adverse event(s) and provided interventions possibly associated with unk - constructs: fns (qty 43): (n=4) nonunion; intervention not reported. (N=3) femoral head necrosis; intervention not reported. (N=32) had moderate femoral neck shortening; intervention not reported. (N=4) had severe femoral neck shortening; intervention not reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h6. Component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.